Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the reported revision of the patient's hip. As reported: "dr. Wanted to replace the cone body and head the patient had previously had implanted on (B)(6) 2014, and convert liner to mdm. When trying to separate the cone body from the stem, the extractor piece broke. We had a backup set at the hospital, but the same piece broke again, but he was able to remove the cone body from the stem." Update: reason for revision- liner exchange, with head, mdm, and come body exchange as well due to suspicion of infection. This surgery was a revision of a revision. Body side: left.